Manufacturer narrative:
One opened and used reservoir was inspected and no anomalies were found with the reservoir, snap cap or septum. An occlusion test was run and it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report several no delivery alarms. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was 146 mg/dl. The customer was able to resolve the issue by changing the reservoir. The customer was advised that the device would be replaced, and was informed to return the product for analysis.